Event description:
The consumer alleges that she used (B)(4) brand denture cleansing tablets as directed on the box which is one tablet, and the one tablet does not clean her dentures. So she began dissolving two tablets to clean them. (B)(6) stated she has been using two tablets since she purchased the product on (B)(6) 2011. She woke up on (B)(6) 2011 and the inside of her mouth is peeling and her tongue is swollen. She cannot put her dentures in, and believes she may need to see a dentist. She stated that the peeling on the inside of the cheeks is similar to a sunburn like peel.